Manufacturer narrative:
Results: the ace68 was fractured approximately 13.0 cm from the hub. Coil winds were unraveled at the fracture location. The ace68 was fractured, and therefore, unable to be functionally tested. Conclusions: evaluation of the returned ace68 revealed a fractured device. This type of damage typically occurs as a result of forcefully retracting the device against resistance. It is possible that the ace68 became pinned due to interactions with other devices being used within patient anatomy. If the ace68 is forcefully retracted against this resistance, the device may become fractured. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while using an ace68 with a neuron max 6f 088 long sheath (neuron max), the physician went to pull back on the ace68; however, the physician felt it give and upon pulling it out, the physician noticed that the ace68 had come apart at the mid-shaft. The procedure was completed using another ace68 and the same neuron max. There was no report of an adverse effect to the patient.